Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via medtronic media contact us that he was experiencing pain with the set changes. Customer reported that there were air bubbles in the reservoir. During troubleshooting, customer was assisted in filling a reservoir with no air bubbles in it. Customer reported another issue with air bubbles in the insulin vial. Customer's blood glucose went from 108 mg/dl to 168 mg/dl, but dropped down to 88 mg/dl when the air bubbles were cleared. Customer reported his blood glucose could fluctuate between 300 mg/dl to 40 mg/dl in an hour. Customer reported the insulin pump did not alarm no delivery alarms when air bubbles were present. Customer will not be returning the device for analysis.